Manufacturer narrative:
The reported compressor mini was examined at the hospital by our company representative. The main inlet and fuses were replaced and after a successful function check, the compressor was returned to service. The replaced parts have been requested for investigation but not yet received. A supplemental MDR report will be sent when the investigation is completed. (B)(4).

Event description:
(B)(4).